Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the one touch basic meter is giving an insert strip message. This complaint is classified according to the documentation of the customer care advocate (cca). The patient was not inclined to provide any more information during a callback on march 24, 2009. The patient indicated that the "insert strip message" issue began on five days prior to original date. It is not known if the patient was able to test his blood glucose as usual after the reported issue began. Sometime after the reported issue began, the patient developed symptoms described as "thirsty and frequent urination". The patient took his usual insulin at the time of concern. The patient did not receive any medical intervention due to the reported issue. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the reported issue was not resolved with training. This complaint is being reported because the patient claimed he had symptoms that can be suggestive of hyperglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.